Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test. The device had cracked case at display window corner and a small crack on the reservoir tube lip. The device had had moisture damage on lcd board.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks at the upper right corner and bottom right of the device. The blood glucose reading was 215 mg/dl. The customer stated that she did not know how the damage had occurred. She also observed moisture in the insulin pump. She stated that she had experienced high blood glucose levels for the last 3 days. The blood glucose reading at the time of the high blood glucose event was 290 mg/dl, and she reported another high reading of 215 mg/dl on the day of the call, as well. Advised replacement of the insulin pump. Nothing further reported.